Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for abdominal pacemaker pocket check at the hospital. During check-up, the physician noted a hematoma. The pocket was revised and the patient was stable before, during and after the procedure.